Event description:
The pump pocket became infected. Pt symptoms included redness, swelling, and tenderness around the pump site. Cultures of the pump were obtained (results not reported). The infection was diagnosed in 2009; the last pump refill was about 2 weeks prior. The pt was treated with total device explant and both intravenous and oral antibiotics. The pt did not develop meningitis. The pump was used to deliver fentanyl and bupivacaine. The pt did not suffer withdrawal. A f/u report will be submitted if additional info becomes available.